Event description:
It was reported that the helix did not extend during the implant attempt. The lead was not used and another lead was used to complete the procedure. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.